Manufacturer narrative:
This follow-up report is being submitted to relay additional information. Reported event was unable to be confirmed due to limited information received from the customer. Device history record (DHR) review was unable to be performed as the lot number of the device involved in the event is unknown. Complaint history review was unable to be performed, as the part number and lot number are unknown. Root cause was unable to be determined as the necessary information to adequately investigate the reported event was not provided. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Manufacturer narrative:
(B)(4). Date of birth: patient was born in (B)(6). Concomitant medical products: vanguard xp lateral tibial bearing, cat#: 195339 lot#: 221850. Vanguard xp medial tibial bearing, cat#: 195409 lot#: 531800. Vanguard xp femoral, cat#: 195206 lot#: 87840. Vanguard xp tibial tray, cat#: 195253 lot#: 919270. Customer has indicated that the product will not be returned to zimmer biomet for investigation, as product location is unknown. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends. Multiple MDR reports were filed for this event, please see associated reports: 0001825034-2017-08576, 0001825034-2017-08577. Product location unknown.

Event description:
It was reported that the patient was revised to address patella loosening. It was also noted that an arthrotomy was performed with a polyethylene exchange. Attempts have been made and no further information has been provided.